Event description:
Return reason: catheter was flushed and upon insertion into the sheath the tip of the catheter broke off. Tip of catheter was retrieved by the doctor with a hemostat. No pt injury reported. Analysis: investigation could not be completed. Break origin is unknown. Catheter was not returned to do a complete investigation. History shows three other defects of this nature in 2001. It is reported that pvc tubing is not as stable as other tubing types and is affected more by over-heating, chemicals and/or adhesives which can make the material brittle and easier to break. It is the material nature.